Manufacturer narrative:
(B)(4). Medical product: femoral component precoat size d left compatible with lps-flex prolong item# 00596001451, lot# 62872760. Articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 10 mm height item# 00596203010, lot# 62671643. Stem extension straight 12.7 mm dia. X 30 mm length (combined length 75 mm) item# 00598801212, lot# 62846741. All poly patella standard size 29 mm diameter 8.0 mm thickness cemented item# 00597206529, lot# 62793816. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five years and six weeks post implantation due to pain caused by an implant fracture. There is no additional information available at this time.

Manufacturer narrative:
The previous report was submitted under the wrong manufacturer. This event will be reported under MDR 0001822565-2020-03592.

Event description:
The previous report was submitted under the wrong manufacturer. This event will be reported under MDR 0001822565-2020-03592.